Event description:
We have noticed leaking at insertion site on multiple catheters with same lot #'s. This occured within hours to days from insertion. Prior to this we have had success with catheter from many other lot#'s.

Manufacturer narrative:
There were ten occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2018-00096, 2245270-2018-00097, 2245270-2018-00098, 2245270-2018-00099, 2245270-2018-00100 , 2245270-2018-00102, 2245270-2018-00103, 2245270-2018-00104, 2245270-2018-00105. The complaint was forwarded to the manufacturing site, vygon germany, for evaluation. The following is a summary of their investigation: having examined the returned sample very thoroughly no defect was detected. The catheter could be flushed, and no leakage was detected. The catheter was air and fluid tight and a microscopic examination did not show any defect. No deviations of the batch history records detected. Each catheter is flow and leak tested, and a 100% visual test is carried out on each catheter. Although the customer indicated that this issue has occurred on the same lot previously, this is the first reported complaint received for batch 020218gh. There are 3 other complaints available for code 1212.04 regarding catheter leakages- but none of them were manufacturing related. As each catheter is leak and flow tested before packaging, a manufacturing defect is very unlikely. Corrective action: this is the first complaint received for batch 020218gh. There are 3 other complaints available for code 1212.04 regarding catheter leakages- but none of them were manufacturing related. Both vygon USA and germany will continue to monitor this issue.

Manufacturer narrative:
There were ten occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2018-00096, 2245270-2018-00097, 2245270-2018-00098, 2245270-2018-00099, 2245270-2018-00100, 2245270-2018-00101, 2245270-2018-00102, 2245270-2018-00103, 2245270-2018-00104, 2245270-2018-00105. One device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR. File attachments.

Event description:
We have noticed leaking at insertion site on multiple catheters with same lot #'s. This occured within hours to days from insertion. Prior to this we have had success with catheter from many other lot#'s.